Event description:
New information received notes the ventricular under sensing was observed on remote transmission. The patient was asymptomatic. Other measurements were in range. Programming changes were made. The patient was being monitored remotely and was stable.

Event description:
It was reported that intermittent ventricular undersensing was observed on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Further information was requested but was unavailable at this time.